Event description:
It was reported that an infiltration occurred while a pump was delivering medication to a pt (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the pt injury resulting from the reported infiltration. The sigma spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the sigma spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." The event date is currently unknown.